Manufacturer narrative:
The MFR is attempting to acquire add'l info from the site concerning device implantation and the location of the device for analysis. No further info is available at this time.